Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was high at 633 mg/dl. The customer treated her high blood glucose level with a manual injection. The customer declined troubleshooting. The device was not returned.